Event description:
It was reported by the healthcare professional (hcp) that this right atrial (ra) lead exhibited a known fracture and was scheduled for extraction. To date, this ra lead remains in service. No adverse patient effects were reported.